Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the cause of dizziness and headache was orthostatic hypotension. The patient had ventricular tachycardia and atrial fibrillation post multiple pulmonary vein isolation (pvi) ablations and had dual chamber implantable cardioverter defibrillator implanted in 2016, before implant. The arrhythmia in this event was thought to be therapy related. The arrhythmia was treated with amiodarone 200mg daily and mexilitine 150g twice a day. It was also reported that the patient had a pre-existing right heart failure. The patient had symptoms of palpitations, fatigue, and light headedness. Remote monitoring showed low premature ventricular contractions (pvcs) and was continued antiarrhythmic therapy. Repeated right heart catheterization was done for medical optimization. The speed was increased to 5700rpm. Cardiac rehabilitation referral and extensive education on managing orthostatic hypotension was performed. Continued supportive outpatient management was to be done and workup was submitted to another hospital for heart transplant evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented from home with dizziness and palpitations with incessant headaches and mean arterial pressure (map) of 90s. The patient had not felt well since the ventricular assist device (vad) placement. Electrocardiogram atrial flutter with variable aortic valve block and v-paced rhythm. Driveline culture was negative. Transthoracic echocardiography ejection fraction (tte ef) was 10-15%, the right ventricle was mild to moderately dilated with mildly reduced function, not new. Aortic valve did not open, and leftward deviation of septum and mild tricuspid regurgitation were noted. Computed tomography of the head (cth) showed microvascular ischemic change, otherwise normal. The patient was scheduled for outpatient optimization study.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2025 for ongoing dizziness and palpitations. Repeated right heart catheterization was done for medical optimization. Flow was at 4.1 lpm, power was at 4.1 w, and pulsatility index (pi) was at 2.0. The patient was transferred to optimize left ventricular assist device (lvad) settings. Valsartan was added and pump speed was increased to 5700 rpm. The patient was discharged from the hospital on (B)(6) 2025. They continued valsartan and would follow up in clinic on 14may2025. This information was previously reported under MFR #: 2916596-2025-03058.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, right heart failure, and neurologic dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. This section also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.